Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) year since the subject device was manufactured. Based on the results of the investigation, as a result of trouble shooting on site, it was reported that the problem was solved by cleaning the scope socket, thus olympus determine that communication abnormality with scopes and communication error (b30) was displayed due to the impact from dust inside the scope socket or adhesion of the foreign object. About the cause, that impact from accumulation of dust due to repetitive action, and lack of regular cleaning, but olympus could not determine. As the methods for procedure in line with the reprocessing manual below, it is determined that the suggested event can be detected / prevented. The instruction manual operation manual¿ urf-v3, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ urf-v3, chapter 5 reprocessing the endoscope¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii video system center exhibited communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer asked to troubleshoot the issue. The customer admitted that they had not been powering down the evis exera iii units when swapping out scopes. The tac representative educated the customer to always power down a unit when swapping out a scope to avoid any issues with the equipment. The customer followed all the steps in the cv-190_b30_e216_quickreferenceguide.pdf which was also emailed to them. The customer cleaned both the gold scope contacts and cleaned the scope socket. They re-seated both light source cables on both sides. The e216 and b30 scope communication errors were cleared by cleaning the scope socket and blowing out the dust inside the scope socket. After resolving all of the issues, no further tac assistance was required. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.